Event description:
This 80 yr old female had a permanent pacemaker implanted 4/23/92. She had a co atrial lead implanted on the same date. It is now not functioning in the ddd mode. Exam of the lead showed multiple fractures.